Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported patient had pus like drainage from the extension site while seen for the ipg implant. As such extensions and lead were removed on (B)(6) 2024 and patient was admitted and treated with IV antibiotics. Patient is in stable condition.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.